Manufacturer narrative:
On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip dislocation occurred during the first weeks after primary double mobility total hip arthroplasty in an obese female patient. From the radiographic images provided, we cannot determine whether the acetabular component has mobilized; lateral projections are not available and the real position cannot be clearly assessed. Further reaming and acetabular preparation might have helped stabilizing the cup. Hip dislocations after total hip arthroplasty are known, literature described adverse events. Batch reviews performed on 08 may 2017. Lot 165381: (B)(4) items manufactured and released on 07 december 2016. Expiration date: 2021-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact double mobility hc liner ø 52/28, code 01.26.2852mhc, lot. 163187 (k092265). Approx (B)(4) items manufactured and released on 12 september 2016. Expiration date: 2021-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 163448 (k112115). Approx (B)(4) items manufactured and released on 28 october 2016. Expiration date: 2021-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient had dislocated while sitting down. The surgeon revised the stem, head, cup and liner. The surgery was completed successfully. X-rays are available. Explants are available.